Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006854 have already been previously tested in the pr (B)(4) on 03/mar/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report 2076044.pdf attached in this record. Device history record (DHR) review: the lot 6006854 was manufactured according to the work instruction (wi) version 113 manufactured in the line 5, on 29/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 24/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006854 and no other complaint has been registered in database for the same lot 6006854 and malfunction code. Conclusion summary of the related event: harm no reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the pms product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula event on (B)(6) 2025. The issue occurred with one infusion set used for seven hours and site was patient's abdomen. The symptoms were noticed within three or more hours of insertion. The blood glucose level of the patient was 520 mg/dl which was treated by correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.